Event description:
The subject device was implanted in 1995 for cs-7 spondylosis. Post-operatively, it was found that the device had fractured. In 1998, the device was removed.

Event description:
The subject device was implanted in 1996 during an anterior cervical discectomy and fusion for c5-7 spondylosis. Post-operatively, it was found that the device had fractured. In 1999, the device was removed.

Event description:
The subject device was implanted at an unknown date and was found to have fractured post-operatively. The device was removed.